Event description:
Customer reported an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier needed to be replaced, waiting on customer to decide about repair.